Event description:
User reported issue in which 3 sutures detached from the needle, 1 of which fell into the patients' mouth before they were able to begin suturing. There was no patient issue as this happened before they could begin suturing. The needle was successfully retrieved with no patient impact, however this is deemed reportable due to risk of damage were this to reoccur.

Manufacturer narrative:
As there was no patient impact the report is due to risk of injury if the incident were to re-occur.